Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
During a spinal fusion surgery on the date of this report, the catheter ¿took a direct hit on the outer edge from the bovie¿. It looked like it melted/cut the catheter in that area and then the catheter began to leak. The catheter was revised by removing 1 cm and reattaching the two remaining segments with a connector. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿. The device system was delivering baclofen.